Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have isolated the malfunction and replaced the graphic user interface (gui) central processing unit (cpu). The customer will call and set up for covidien cse to upgrade the software to the current revision. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).